Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on a dimension xpand plus instrument on one patient sample. The discordant result was released to the physician(s), who questioned it. The sample was repeated on the same instrument and resulted as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The sample had been rerun on the instrument and resulted as expected prior to troubleshooting. Tsc instructed the customer to proactively stylette the heterogeneous module wash probes. Customer ran quality controls and patient samples and the device is within specifications. The cause of the false negative hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.